Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on patient's behalf on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. Sensor was inserted (B)(6) 2015. The patient did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).